Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. She has hit her head several times. Re-implantation was suggested, but will depend on the patient's condition.

Manufacturer narrative:
Addtional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. Several impacts are mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. A decision regarding explantation surgery has not been made available yet.

Event description:
In situ measurements show affected channels. It is unknown if hearing performance with the device is affected.